Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited a reading data anomaly. Technical services (ts) provided troubleshooting options; however, a successful upload was not confirmed. Ts instructed the health care professional (hcp) to contact the locap company representative for further investigation. This device remains in service. No adverse patient effects were reported.